Event description:
It was reported that the customer's insulin pump had a blank display. When the customer changed the battery, he had to change the time/date and year on the insulin pump. The insulin pump's battery cap was corroded. His blood glucose level was 250 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.